Manufacturer narrative:
Investigation could not be performed given that the actual complaint product sample was not provided by the complainant. The root cause could not be defined with confidence. All materials in the manufacturing process, as well as all finished good products are released to market based on approved quality specification. The lot documentation review reveal that all required testing was performed and the product met acceptance requirement.

Event description:
It was reported that the nurses were complaining of a drag when threading the catheter forward. They alleged that this either caused the veins to blow, or required having to poke the patient again. No death or serious injury was reported in connection with this incident.